Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. The rep straightened any bent/ curved portions of the x-stage cover and reinstalled it. The system was then able to dock. Codes b01, c07 and d07 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000158. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A1502 was coded for the reported docking issue. A110201 was coded for the reported button issue on the pendant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not able to dock due to the button on the pendant. The site rebooted the system and they were still not able to use the dock button. There was no patient involvement.